Event description:
Sales rep. Reported that our acculif pl loaner inserter was spraying water from the connecting tube. They returned it after his case to loaners.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: instructions for attaching and detaching the tubing set to the insertion handle are detailed in the surgical technique. The tubing set should be inserted by applying downward pressure and then rotated clockwise. The materials analysis results indicated that the weld fractured as a result of an applied cantilever load. The sidecar sub-component of the tubing set is not intended to experience cantilever loading during attachment or pressurization of the device. A cantilever load would likely be applied during attached or detachment from the tubing set. Conclusion: the plausible root cause of the reported event is a user applied cantilever load.

Event description:
Sales rep. Reported that our acculif pl loaner inserter was spraying water from the connecting tube. They returned it after his case to loaners.